Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted worn connector gold fingers. Functional evaluation revealed noisy images and image loss when the connector is moved. The complaint has been confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event includes a damaged connector.

Event description:
It was reported that the picture of the camera head was unclear. Incident occurred before the procedure. There was no delay and aback-up device was available. Results of investigation revealed image loss when the connector is moved which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the picture of the camera head was unclear. Incident occurred before the procedure. There was no delay and aback-up device was available. Results of investigation revealed image loss when the connector is moved which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.